Event description:
It was reported that loss of capture and loss of sensing was observed on the right atrial (ra) lead. An x-ray was performed, and the ra lead was observed to be dislodged. The ra lead was capped and replaced to resolve the event and the patient was in stable condition.